Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head was not detected when plugged in. The issue was found during preparation for use. The procedure was completed using a similar replacement device. There were no reports of patient harm or delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scratch on the golden pins and a faded rear cover. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the camera was not detected when plugged in due to a bad cable unit connector. A definitive root cause could not be identified for the scratch on the golden pins and faded rear cover. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head was not detected when plugged in. The issue was found during preparation for use. The procedure was completed using a similar replacement device. There were no reports of patient harm or delay.